Manufacturer narrative:
(B)(4): a review of the provided sample confirmed the top of the catheter valve assembly was missing. However, the investigation was not able to determine the root cause resulting in the top of the catheter valve disconnecting. The investigation was able to confirm the top of the pleurx valve assembly was broken off from the valve body. However, based on the investigation results, a probable root cause could not be identified for the observed failure mode. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
It was reported a valve disconnected . Patient called and said that the valve has slipped out overnight. Patient has used emergency clamp and was recommended to go to the clinic to get x-ray and exclude pneumothorax. Additional information received from the customer (B)(6) 2019, the patient was created on (B)(6) 2018 in our system. Presumably, the implantation was two days earlier. According to our information booth, the clinic did not carry out an x-ray. According to our information, no additional medical interventions were necessary. A valve change was performed.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
It was reported a valve disconnected . Patient called and said that the valve has slipped out overnight. Patient has used emergency clamp and was recommended to go to the clinic to get x-ray and exclude pneumothorax. Additional information received from the customer (B)(6) 2019, the patient was created on (B)(6) 2018 in our system. Presumably, the implantation was two days earlier. According to our information booth, the clinic did not carry out an x-ray. According to our information, no additional medical interventions were necessary. A valve change was performed.